Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After initially being unable to follow up due to being away from home, the customer later contacted technical support, which assisted them in properly loading a new cartridge and successfully resuming insulin therapy, thereby resolving the issue. There was no additional adverse impact reported to the customer's blood glucose level.